Event description:
The customer reported via phone call that the insulin pump had a beep anomaly. About every minute the insulin pump beeped but nothing appeared on the screen. Customer's blood glucose level was not reported. The beeping ceased once she started programming her replacement insulin pump. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.